Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, post procedure it was noticed that the patient had 3 to 5 inch long first degree burn on her inner thigh from the tubing from the device. The burn was reportedly consistent with a sunburn and caused by the tubing being draped over the patient's leg. The patient was treated with cream and ice to reduce the swelling. It is unknown what type of cream was used, as the patient is allergic to silvadene cream. The patient was seen 2 weeks post operatively in the physicians office and it was reported that the burn was healed.